Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005 - pt was implanted with a bard composix kugel hernia patch for repair of a ventral hernia. On (B)(6) 2011 - pt underwent removal of the entire composix kugel hernia mesh. The attorney's report alleges permanent injuries, abdominal pain, additional surgery, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney alleges that the composix kugel hernia patch failed and six years post implant the pt underwent explant. No specific device failure has been alleged medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.